Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and returned. During functional testing on gen11 instrument error screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and a broken was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broken due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Event description:
It was reported that during a lap hysterectomy, an error occurred during use and the device became not to be activated. The error code was unknown. The device did not pass a test. After that, the blade was broken off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.